Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal footplate did not deploy and was retained in sheath. Deployment felt normal and clicked back as it should. There was no patient harm. Additional information was received on 14mar2024: the procedure being performed for the patient prior to use of the angio-seal was an iliac stenting. A 6fr. Procedure sheath wa used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed as they used ultrasound. Insertion was fine. In withdrawing the device, it was evident that the footplate had not been deployed. Manual compression used for hemostasis. There was no blood loss. The patient was stable.

Manufacturer narrative:
One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).